Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found the battery had reduced capacity due to over disch arge. The ins was received in an overdischarged condition. Telemetry was restored after one physician mode recharge was performed. After telemetry was restored, the ins functioned properly. According to the trace report taken from the ins, the last recharge done while the ins was implanted was on (B)(6) 2012 and the battery was recharged from the lock mode to 3.760 volts. The battery depleted back to the lock mode on (B)(6) 2012 which was also the last recorded patient usage. Three of the last five recharges done while the ins was implanted showed 8 bars of coupling 5-7 minutes into the recharge session. One of the last five recharges sessions showed 0 bars of coupling and one recharge session showed 2 bars of coupling 5-7 minutes into the recharge session. In the analysis lab the ins recharged properly with 8 bars of coupling at 1 cm spacing between the ins and recharge antenna.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported, there was a problem with communicating with the battery. The patient was unable to communicate with the battery and they could not recharge after they had let the battery go flat on more than two occasions. It was noted the event was not normal battery depletion. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.